Event description:
Adverse event(s): "20 minutes delay" (no code available). Product problem(s): "system messages that would not clear after rebooting" (error message given), "laser stopped working" (operating system becomes non-functional). A nurse reported system messages that would not clear after rebooting. The laser stopped working and system was switched out to complete the case, causing 20 minutes delay. No pt injury was reported.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) replaced the supervisor assembly and the estp (service test procedure) was completed with no non-conformities. The reported event of the system displaying any system messages about lack of air pressure was unable to be replicated during the testing performed at the manufacturing site. The returned supervisor assembly was installed on a known good system (hot bed) and the system powered on. The system was able to power on without any issue or system messages displayed. The system was then tested and non-nonconformities were observed. The system was rebooted several times, but still no non-conformities or system messages were observed. No further testing was completed. The reported non-conformity could not be replicated with the returned samples and the testing performed at the manufacturing facility, however, system message (sm) 6204 is typically associated insufficient inlet pressure from the facility's wall source. Without adequate inlet pressure to the system, the unit cannot maintain infusion pressure and this can ultimately result in sm 2208 which then warns the user that infusion is unable to be turned on. Sm 6204 is displayed to advise the user that potential pressure issues are imminent and requests the user to adjust the inlet pressure accordingly. (B) (4). (B) (4). (B) (4).